Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about few days post implant of phasix st mesh, patient was diagnosed with hematoma, bleeding thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hematoma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-feb-2018) is considered to be a best estimate. This emdr represents the phasix st mesh (device #2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient¿s attorney and review of patient medical records: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st mesh (device #1). Per operative notes, ¿the hernia sac was freed up from surrounding tissues and completely reduced. There was a hernia defect in the fascia. A ventralex st mesh (device #1) was placed in the abdominal cavity and tacked to the anterior abdominal wall using sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with the removal of ventralex st mesh (device #1). Per operative notes, ¿the previous hernia repair was identified. The ventralex st mesh (device #1) appeared to be contracted and became pulled up into the hernia defect resulting in recurrence. The ventralex st mesh (device #1) was removed, and defect was closed with suture.¿ (B)(6) 2018 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of phasix st mesh (device #2). Per operative notes, ¿patient was noted to have a fair amount of scarring around the previous hernia repair. The area of chronic drainage from the umbilicus was noted to be some suture material which was consistent with a suture granuloma. There was a recurrent hernia around the suture granuloma and the umbilicus was excised along with the underlying hernia sac. A segment of omentum involved in the hernia defect was dissected out and reduced back into the abdominal cavity. A piece of phasix st mesh (device #2) was placed into the abdomen and secured in an underlay fashion using suture.¿ (B)(6) 2018 - patient was diagnosed with hemoperitoneum thereby underwent open repair with the removal of phasix st mesh (device #2). Per operative notes, ¿the underlying phasix st mesh (device #2) was removed. In abdominal cavity, a large amount of hematoma was evacuated. The omentum was dissected from previous hernia sac appeared to be hemorrhagic was excised.¿ attorney alleges that the patient had mesh shrinkage, pain, hernia recurrence, infection and emotional injuries. It was also alleged that the patient had mesh appeared to have contracted having internal bleeding.